Event description:
It was reported that during a lap hernia repair, the blade broke off and fell into the pt. The piece was retrieved through the trocar. The customer used another device to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.